Event description:
It was reported that the drill was overheating. No further info was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.